Manufacturer narrative:
(Device codes): problem code (B)(4) captures the reportable event of feeding tube loop detached. (Evaluation conclusion codes): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction (initial reporter zip/post code, initial reporter state).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on april 24, 2019. According to the complainant, during the procedure, as they were pulling the peg tube through the stoma site, the loop on the peg tube broke. They were able to continue pulling it through with some kelly forceps to complete the procedure. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, as they were pulling the peg tube through the stoma site, the loop on the peg tube broke. They were able to continue pulling it through with some kelly forceps to complete the procedure. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.